Manufacturer narrative:
Evaluation: colored water was introduced into the balloon lumen and visually the distal balloon bond has delaminated. There is a fluid path through the bond. Water was introduced into the pressure and infusion lumens and the water flows from where it should. Visually there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A device history review was obtained and there were no nonconformities found during the manufacturing of this lot. Edwards has opened a CAPA to determine the root cause of the balloon bonds delaminating. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by sales rep that an endoplege catheter's balloon slowly leaked saline when inflated. The customer switched out the catheter and used another without any adverse effects to patient.

Manufacturer narrative:
Device evaluation anticipated upon product return.